Manufacturer narrative:
Date of event: exact date unknown, event occurred three months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had ran its course and did not work anymore. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.